Event description:
Pt was prepped and underwent cataract surgery for the left eye. Possible metal flakes were discharged from the alcon-macool phaco handpiece during procedure. Alcon-macool phaco handpiece was sent to a third party med equipment co for eval. Results pending.